Event description:
It was reported that the procedure was to treat a aneurysm in the mid segment of a saphenous vein graft to the obtuse marginal vessel. Intravascular ultrasound (ivus) was performed. The 4.0 x 19 mm graftmaster stent delivery system (sds) was advanced with some resistance noted with the vessel. The sds balloon was inflated to 18 atmospheres (atm); however, a balloon rupture occurred. The sds was removed. Post-dilatation and ivus were performed. There were two areas where the stent did not appear to be fully deployed. Additional dilatation was performed. Ivus was performed again and it was noted that the most distal area of the stent was not fully expanded. Dilatation was performed. It was confirmed with ivus that there was good apposition with 4.0 expansion throughout the stent, and 4.4 expansion in the mid and proximal segment. Final angiography demonstrated closure of the aneurysm. There were no patient complications. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: forte, balance, guide cath: 7f mpa-1, r4, mpb-1. (B)(4): above rated burst pressure, indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the graftmaster otw instructions for use (IFU) states: do not exceed rated burst pressure as indicated on product label. Use of pressures higher than specified on the product label may possibly result in a ruptured balloon and potential intimal damage and dissection. Therefore, it is likely that the over-inflation of the device contributed to the reported balloon rupture. As the balloon ruptured, this subsequently resulted in the reported difficulty to deploy such that the stent was not fully deployed additional balloon dilatation was performed and full apposition was confirmed using ivus. It was reported the graftmaster was used to treat an aneurysm. It should be noted the IFU also states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. It is unknown if the off label use contributed to the reported event.